Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis (pd) therapy on the amia device, while the patient was connected. The patient noted a puddle of fluid on the floor near the coil of the patient line of the amia pd set. The patient was unable to find the source of the leak. There was nothing unusual noted during the troubleshooting that could have caused or contributed to the reported event. The patient was advised that it might be an issue with a rodent and the patient said that they would move the tubing off the floor during the next therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.